Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the connector block was broken, the output connector assembly was broken and it was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pluge generator's connector block was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.